Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - 81 (other): lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on 07/15/2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. The patient experienced pupil block, with elevated intraocular pressure. A pi was surgically enlarged and the anterior chamber was irrigated/evacuated of remaining viscoelastic. The lens was exchanged for a smaller lens and the problem was resolved. The patient's post-operative best-corrected visual acuity was 20/30.